Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for food poisoning and had high blood glucose on the same time on (B)(6) 2021. Blood glucose reading was 400 mg/dl. The customer stated they treated high blood glucose with syringes before going to hospital. Customer stated that they vomit multiple times prior to being taken to hospital. Customer stated that they emergency medical services were dispatched and they visited emergency room and admitted to hospital for overnight. Customer was treated with intravenous infusion in hospital. Customer stated that high blood glucose was not treated in hospital and reason of hospitalization was food poisoning. Customer also reported that infusion set had bent cannula needle out of package. The insulin pump will not be returned for analysis.